Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of separation at the smart site could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review for model 2426-0500 lot number 20053470 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that a as lvp 20d dehp 3ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the infusion set separated into 2 pieces just above the top smart site. Verbatim: "I have an infusion set that separated into 2 pieces just above the top smart site. Lot 20053470, exp 2023-05-27. I still have the tubing¿separated before use.""

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a as lvp 20d dehp 3ss cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the infusion set separated into 2 pieces just above the top smart site. Verbatim: "I have an infusion set that separated into 2 pieces just above the top smart site. Lot 20053470, exp 2023-05-27. I still have the tubing¿separated before use."